Event description:
I have used abbott free style libre for blood sugar monitoring last year prescribed by my doctor. It shows blood sugar levels only for 2-3 days but as mentioned by my doctor that it will capture for 14 days. Before it is approved by FDA, how it will be used in (B)(6).